Event description:
It was reported to philips that during a cardiac arrest, our team pressed the shock button and although it recorded a shock, it did not deliver any energy. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.